Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications the investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.